Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Event description:
The reporter reported that on an unspecified date, the reported insulin pump lost power and had moisture under the right side of the display. The issue was not resolved with a new replacement battery. Troubleshooting revealed the ok button was torn and lifted up, the battery cap was intact and there were no cracks in the battery compartment. There was no allegation of pt injury or adverse event associated with this issue.